Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4)

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and the device held no voltage; therefore functional testing could not be performed. No data was available to view in the share log. Confirmation of the complaint was undetermined via product. The root cause could not be determined via product.